Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the pipeline vantage embolization device was returned for analysis within a shipping box and within a sealed pouch. The pipeline vantage pusher was returned within a dispenser coil and the braid was returned within a plastic specimen container. Visual inspection/damage location details: no bends or kinks were found with the pipeline vantage pusher. The pusher arm¿s (advanced resheathing mechanism) and sleeves were found in good condition. The tip coil was found bent. As the braid was returned already detached from the pusher the proximal and distal ends could not be identified. One end of the braid was found fully open; however, the other end of the braid was partially open (tapered). Both ends of the braid were found damaged (frayed). Testing/analysis: none. Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open at middle section¿ and ¿failure/incomplete open proximal¿ reports could not be confirmed as the braid has already been deployed and resheathed. It is likely the placement of the braid within a vessel bend, the patient¿s ¿moderate¿ vessel tortuosity, and the damage to the braid contributed to the events. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline vantage (model: ped3-027-450-20, lot: b201789) and a pipeline flex with shield (model: ped2-450-16) that failed to open in the middle and had difficulty opening in the middle respectively. The patient was undergoing a procedure for flow diverter implantation to treat a saccular left internal carotid artery (ica) aneurysm. The aneurysm max diameter was approximately 2cm and the neck diameter was 4-6mm. The distal landing zone was 3.8mm and the proximal landing zone was 4.11mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. It was noted that the devices were prepared as indicated in the instructions for use (IFU). The pipeline vantage was delivered and opened initially in the m1 and drawn back into the ica to the ideal position. The first 1/4 of the device appeared to opened well with good distal positioning but the middle section appeared ribboned and did not open. The phenom27 was taken back over the middle and redeployment was attempted; the same issue occurred. The physician unloaded the system and made another attempt to go back over the unopen section with the phenom, wagging the tail slightly to encourage the device to open but without success. The device then dropped back too much. The pipeline was then fully resheathed and taken back higher in the ica. The pipeline was unsheathed again but the same issue was observed. Another resheath was done and the same result. It was noted the middle section of the pipeline was positioned in a bend. Initially, less than 50% of the pipeline was opened when the failure to open occurred. No other devices were tried to open the pipeline vantage. Finally the device was resheathed and removed in the catheter. The pipeline vantage was examined externally and looked ok and opened except the proximal end which appeared fishmouthed. During the attempt to deliver the pipeline vantage, the echelon microcatheter began to drop back so a coil was taken and attempted to place in the aneurysm to stabilize the catheter. However, the coil could would not form a good basket and kept dropping out after several attempts so it was remove and the decision was made by the physician not to place coils and just use flow diverter. The pipeline flex with shield was then taken and again deployed at the m1 segment with the same appearance as the pipeline vantage had, ribboned and not opening in the middle. The physician felt the patient vessel was stenosed. The pipeline shield was almost opened to the point of no return. The system was unloaded and wagging the tail improved the positioning slightly. The decision was made to deploy the pipeline with shield and a balloon was used to improve apposition, though not completely. The physician was happy with the final result and angiographic result looked good. There was no harm or injury to the patient. Ancillary devices: neuronmax 90cm guide catheter, navien 072 115cm, echelon 10 microcatheter, phenom 27 microcatheter.